Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported the driver screen is slow to respond. The patient switched to a back-up driver.

Event description:
The customer, a syncardia authorized distributor, reported the driver screen is slow to respond. The patient switched to a back-up driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Complaint could not be replicated during testing. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported display issue was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.